Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6) with no additional complaints at this time. The heartmate ii lvas IFU lists bleeding (perioperative or late) and neurologic dysfunction as adverse events that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced bleeding and neurologic dysfunction. The patient had symptoms of hypoglycemia, including dizziness while walking and suffered a fall. On presentation to the emergency department (ed), he was found to have a subarachnoid hemorrhage. Upon transfer to a different ed, the patient was found to be neurologically intact and hemodymically stable. He underwent a repeat head CT scan which was stable. He was admitted to the cardiovascular intensive care unit (cvicu) from the ed for hourly neurovascular monitoring. Throughout hospitalization, his neurological exam remained intact. He was evaluated by neurosurgery who felt neurosurgical intervention was not needed. On the day of discharge, he was afebrile, vitals were stable, and his neurological exam revealed no deficits.